Event description:
Info received from a physician regarding a pt who was treated with synvisc (hylan g-f 20) in left knee in 2000. On 1/27/2000 pt returned for follow up with complaints of pain and swelling in the injected knee. Knee was aspirated and culture grew salmonella. Pt was hospitalized, underwent arthroscopy and was being treated with IV antibiotics (tobramycin and primaxin) physician indicates that the pt will likely require 6 weeks of IV antibiotics.